Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Additional information: b5 correction: a1, d9, h3, this report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the basket of a ngage nitinol stone extractor would not open during a flexible ureteroscopy (furs) procedure. The basket was not tested prior to use. The procedure was completed using another ngage nitinol stone extractor. The patient's anatomy did not have anything keeping the basket form opening or closing.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. G4 ¿ PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the basket of a ngage nitinol stone extractor would not open during a flexible ureteroscopy (urs) procedure. The procedure was completed using another ngage nitinol stone extractor. No section of the device remained inside the patient¿s body. The patient did not require additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Additional information requested, but not available at this time.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Event description: it was reported that the basket of a ngage nitinol stone extractor would not open during a flexible ureteroscopy (furs) procedure. The basket was not tested prior to use. The procedure was completed using another ngage nitinol stone extractor. The patient's anatomy did not have anything keeping the basket form opening or closing. No section of the device remained inside the patient¿s body. The patient did not require additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation ¿ evaluation: a visual inspection and functional testing of the returned device were conducted. A document based investigation was also performed including a review of, complaint history, device history record (DHR), manufacturing instructions, instructions for use (IFU) and quality control procedures. One ngage nitinol stone extractor was returned for investigation. No damage to the device was observed. The handle did not actuate basket formation. The handle was disassembled during investigation and the basket formation could be manually actuated. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows two other complaints associated with the complaint device lot. Because there were no related non-conformances, adequate inspection activities have been established, and there is objective evidence that the DHR was fully executed, it was concluded that there is no evidence that nonconforming product exists in house or in the field. The information provided upon review of complaint file, device history record, complaint history, and quality control documents does not provide evidence to support that the device was manufactured out of specification. A review of relevant manufacturing and quality control documents was conducted. All extractors are verified to assure the basket opens and closes properly. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The instructions for use (IFU), does not provide any information related to the reported issue. The issue was identified as being with the basket assembly, which is a supplied component. A supplier corrective action request was created to address the issue. The cause for the issue has not yet been determined. Per the quality engineering risk assessment, no further action is required. The appropriate personnel have been notified, and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.